Event description:
Customer reported the foot switch was inoperable. No pt injury reported.

Manufacturer narrative:
Eval summary: a foot switch error f31 occurring and all table motions were disabled. The table reset does not clear error because, the malfunctioning footswitch is still attached to the system and the system will still see that it is still in error. A new footswitch was sent out and the system worked as intended. The system performed as designed, because, it did not work in the violative state where the system had detected a malfunction that could affect safety. The violative state being a foot switch error f31 occurring. If a foot pedal switch (or any other switch that control movements) is not working, the system is to disable table motions.